Manufacturer narrative:
Additional information: b1, b5 and h1. B5: upon follow up, it was confirmed that the patient did not experience cloudy fluid and abdominal pain. According to the reporter, there was no adverse event experienced by the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, action taken with pd therapy and patient outcome was not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.